Event description:
It was reported that the device had the battery and attention icons illuminated. Physio-control evaluated the device and found that the device lost power during testing and would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl9 filter. The current leakage depleted the internal hlc batteries. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.